Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2203079, medical device expiration date: 28-feb-2027, device manufacture date: 17-mar-2022. Medical device lot #: 2203016, medical device expiration date: 28-feb-2027, device manufacture date: 07-mar-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd plastipak¿ concentric luer lock syringe each from lots 2203079 and 2203016 leaked. The following information was provided by the initial reporter, translated from dutch: "syringe empties by gravity, this means that the syringe is leaking. Did the defect affect any patient? In this case, the defect was discovered in time by the nurse."

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 30-may-2022. Investigation summary multiple samples were provided to our quality team for investigation. All product was visually inspected, no damage or defects was observed and all syringes were properly assembled. Product was disassembled for further evaluation, no defects were identified that could have contributed to the reported incident. A device history review was performed for lots 2203016, 2203079, 2112017, 2108041, 2112028 and 2202024, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Functional testing was performed on the products, filling samples from each lot with water. In all cases the product functioned as intended and no leakages were observed from the tip or past the stopper. Dimensional evaluations were also performed, verifying the tips on all product was within required specifications. Based on our investigation and sample evaluation, no defects or leakages were observed, and device records did not indicate any issues related to the reported event, therefore, we cannot identify a root cause at this time.

Event description:
It was reported that 1 bd plastipak¿ concentric luer lock syringe each from lots 2203079 and 2203016 leaked. The following information was provided by the initial reporter, translated from dutch: "syringe empties by gravity, this means that the syringe is leaking. Did the defect affect any patient? In this case, the defect was discovered in time by the nurse."